Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be depressed during plug deployment. The procedure was completed by manual compression. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. At this time, the indicator window was showing solid black, and no red color was observed during retraction. After the device was removed from the patient, the user pressed the button again to check functionality, and at that time, the button was able to be depressed. The operator was trained in the device. The exoseal vcd was used in a diagnostic procedure, stored and prepped according to the instructions for use, and pulsatile flow was observed from the bleed-back indicator. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5fr non-cordis. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. When the device was collected, the button was found to be in a depressed position. Upon confirmation, it was reported that the user pressed the button after removing the device in order to check its functionality. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the button of a 5f exoseal vascular closure device (vcd) could not be depressed during plug deployment. The procedure was completed by manual compression. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. At this time, the indicator window was showing solid black, and no red color was observed during retraction. After the device was removed from the patient, the user pressed the button again to check functionality, and at that time, the button was able to be depressed. The operator was trained in the device. The exoseal vcd was used in a diagnostic procedure, stored and prepped according to the instructions for use, and pulsatile flow was observed from the bleed-back indicator. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a 5fr non-cordis. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. When the device was collected, the button was found to be in a depressed position. Upon confirmation, it was reported that the user pressed the button after removing the device in order to check its functionality. The device was stored and prepared according to the instructions for use (IFU). One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the deployment lever depression issue reported could not be conclusively determined as the device was reportedly tested outside of the patient¿s body prior to return. Upon receipt, the deployment lever was fully depressed. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.